Manufacturer narrative:
The customer¿s meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a display issue with their coaguchek xs meter serial number (B)(4) that has affected their interpretation of results. The customer believes that they first noticed the display issue on (B)(6) 2018. The customer performed a display check and noted that the top part and the lower right-hand side segments were missing. The customer said that the "8" that should be displayed looked like a backward 9 without a top. At 10:00 am on (B)(6) 2019 the customer believes her inr result is 2.4 inr but believes it should be higher since they are on cold medicine and their blood has been "runny." The customer's therapeutic range is 2.5 - 3.5 inr. The customer stated that their coumadin dosage has been changed based on the meter results, but the customer could not remember when the coumadin dosage was adjusted. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin, is not on direct thrombin inhibitors, no changes in diet, and no unusual bleeding or bruising. The customer is currently on nebulizer and albuterol and currently has a cold. The customer's meter was requested for return.